Manufacturer narrative:
Alleged failure: image too bright cannot adjust brightness in cystoscopy specialty. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the root cause of the issue reported is cracked traces on the transition board. This issue has been addressed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was overexposed image.